Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix lancing device. No accidental stick occurred. Caller has already discarded and used the alleged lancets. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.